Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter found ¿catheter body ¿ user related hole¿.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 the pump and catheter were replaced. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.